Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007. Product type catheter product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed no anomalies.

Event description:
The patient¿s pump was replaced secondary to expiration of battery life, and the catheter was replaced and navigated to a higher position in her thoracic spine with the tip position between t7 and t8. The patient underwent a drug delivery system removal and reimplantation. This was noted to have been performed on (B)(6) 2013. The healthcare provider¿s preoperative diagnosis was a malposition of the intrathecal catheter tip at t11. The patient¿s pump was replaced secondary to expiration of battery life, and the catheter was replaced and navigated to a higher position in her thoracic spine with the tip position between t7 and t8. The patient¿s physician hoped the patient would gain better pain control now that the catheter tip was in a more appropriate position. The patient was noted to have fared ¿quite well¿ since the procedure. The patient¿s intractable back pain was most likely secondary to diffuse lumbar spondylosis. See manufacturer¿s report #3004209178-2013-02976 for difficulties following the implant procedure.

Manufacturer narrative:
(B)(4).